Manufacturer narrative:
A system log review was not performed, as the reported complaint/failure is not associated with any system errors or logged system events.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. Medical history includes morbidly obese female with breast cancer. The biopsied lesion was located in the right middle lobe not near the pleura. There were no issues with the ion system. The physician stated that because of the patient's size, fissures were not seen and that may have possibly abutting against a fissure causing the pneumothorax because a scan from november, which was not very recent, was used. Initially, it was believed that there was ample space in the pleura. A14 french chest tube was placed and the patient was hospitalized for 2 days then discharged home in stable condition. The diagnosis was negative for malignancy.